Event description:
It was reported the patient did not recharge ipg for months. As such, the ipg became inoperable and would no longer communicate with the patient programmer and charger. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.